Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what were the indications for surgery? Not reported. What named vessels was device used on? Not reported. Were any staples seen in operative field? If so, describe shape. Not reported. What is the current patient status? Not reported.

Event description:
It was reported that during the unknown surgery, after fired, the blood vessel was cut but no staple deployed on the 7th firing. The patient was bleeding, the laparoscopic surgery was converted to open surgery, used suture to oversew to stop bleeding. The patient is stable and in the hospital now.